Manufacturer narrative:
B5- describe event or problem: updated to include the new information obtained.(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed and located in the mildly tortuous and moderately calcified mid left anterior descending artery.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.